Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl. The cause of the high bg was unknown. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer required assistance treating their high bg. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not answer.